Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced 'stuttering' 6 weeks post operation. It was noted that the device 'moved a bit and then settled in a bit lower once the swelling went down.' The reporter stated that the manufacturer representative reprogrammed the device due to the 'stuttering.' It was also noted that the patient's device would stop when she walked through automatic doors and then start a few seconds later. The reporter also stated that when she laid on her right side (side of implant), the device would stop or 'really get mild.' The reporter went on to state that she enjoyed the sensation of the device and that the 'gizmo buzzed away' any lumbar pain she had. It was noted that the patient 'suffered' from the device surgery, stated that 'it hurt' all the time between my shoulder blades and sometimes like a knife in her back.' It was also noted that it hurt for the patient to have her arms at her sides, to rest her arms; stated 'the rods feel like broomsticks.' The reporter stated that she took more medication than before her implant and 'wanted it out.' No additional information was reported. Any additional information received would be included in a supplemental report.